Event description:
It was reported that the asymptomatic patient presented in clinic for a firmware update. The pacemaker exhibited back-up vvi after the update was unsuccessful. The clinician suspected poor telemetry. After a successful device download, the pacemaker was restored out of back-up operation. The device was reprogrammed to the patient's settings.